Event description:
It was reported that the patient received a shock due to supra ventricular tachycardia (svt). Follow-up information was received indicating that the patient had been intoxicated and potentially on other controlled substances. Rate control was reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.